Event description:
Related manufacturer reference number:2017865-2022-44993. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise and had inconsistent lead impedance trend. The rv lead had noise that was replicated with device/pocket manipulation and any time the patient moved their left arm around. It was also found that the rv lead had no capture. Programming changes were performed and the patient was scheduled for a procedure. On (B)(6) 2022 the right ventricular lead was explanted and replaced. It was also reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The device was returned without identified device or use problem. Failure event observed during analysis. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.